Event description:
On (B)(6)2022 infutronix received a complaint from an end user: "pump 702731 encountered an upstream occlusion failure during its infusion." Device operator was a senior building services coordinator. Medication infused was unknown. Patient involvement was unknown.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: pump 702731 was received and tested following it-004-wi-003 rev. B. The event log was reviewed, and it was confirmed that the pump alarmed upstream occlusion 20 separate times. The pump was then connected to an administration set (hs-008, lot # 2203016) and the upstream occlusion alarm was tested. A 20 ml infusion was started, and the proximal end of the tubing was clamped, and the complete upstream occlusion alarm was triggered. The line was unclamped, and the infusion ran until completion without a false upstream occlusion alarm taking place. Reported issue is not confirmed. Pump meets passing criteria.